Event description:
Over the course of two weeks, a pt is (B)(6) who began dialysis therapy in (B)(6), experienced several episodes, similar to that of pt reactions to the therapy. The episodes occurred within fifteen minutes of beginning the dialysis treatment. There were several different manufacturer's dialysis machines and disposables used in the events. The pt had been using polyflux dialyzers since (B)(6) 2012. There were five dialysis sessions during this time in which the pt was asymptomatic without any symptoms. There were no other reported pt events at these facilities. During the event which is the subject of this report, the pt had a cardiopulmonary arrest fifteen minutes into treatment. The pt was successfully resuscitated and admitted to the medical intensive care unit. The pt was hospitalized for three days and expired. The cause of death is unknown. The pt had an extensive cardiac history that included aortic stenosis with valve replacement, 3 pacemaker implants, atrial ablation, and cardioversion for atrial arrhythmias. The pt was taking several medications and did not have known allergies.

Manufacturer narrative:
A gambro polyflux 17 l dialyzer used in the pt dialysis treatment was not available for investigation. Gambro performed a lot history record check of the lot which included the dialyzer used in the treatment. That lot was produced and tested without any nonconformities. (B)(4). Gambro performed a complaint history file check. No further complaints with similar events were reported for this lot number. Gambro performed a complaint history file check. No further complaints with similar events were reported for this lot number.